Event description:
It was reported that the catheter became looped in the right atrium and caught on itself. A sheath was inserted through the right jugular vein and used to free the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analyzed. The catheter shaft was bent. There was an out-of-plane deflection. Visual analysis revealed that the catheter was damaged at implant. Tool marks were visible on the shaft at approximately sixteen and twenty centimeters from the tip. Two electrodes are slightly flattened at six centimeters from the tip.